Manufacturer narrative:
A ge service representative performed an onsite investigation. The tension spring of the clutch assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a complete loss of system motorization functionality. There was no report of a patient injury or death related to this event.